Event description:
Pt was hooked up for an infusion. The infusion started fine. During infusion pump was giving a "malfunction 25". It states pump is not at the rate of the programmed rate. Motor is broken. Pump was replaced.